Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an issue with the infusion set. Customer stated that she has been running high with the last two infusion sets. Customer's blood glucose was 400 mg/dl.